Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Stent strut rows 5-7 from the proximal end of the stent were damaged. The undamaged crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2015. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. After predilation was performed, a 2.25x16mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and a non bsc guide extension catheter was then used. Predilation was performed again and the 2.25 x 16 synergy¿ des was re-advanced but still failed to cross. The device was removed and the procedure was not completed due to another of the same device was not available. No patient injuries or complications were reported. However, returned device analysis revealed a stent damage.